Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was found dead at home. All was fine when the patient was seen for a follow-up at the clinic on (B)(6) 2016. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.